Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads from the same lot number. It was reported the patient underwent a lead replacement procedure on (B)(6) 2013. During the procedure, the left occipital lead (off-label) had high impedance. The physician disconnected the left lead, rinsed it with sterile water and dried it. The lead was rechecked and the impedances were within normal range. The patient was programmed postoperative and impedances were within normal limits. Follow-up information identified the patient is not receiving effective stimulation. The physician observed high impedance and reprogramming was able to resolve the issue. The patient is receiving effective stimulation.